Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the adverse event previously reported. Per the initial report, it was reported that the distal tip of the 14fr esheath+ was observed to be torn. As it was indicated that the device would not be returned, a follow up with the field clinical specialist (fcs) was performed to request for images and clarification of the esheath+ damage. Subsequently, additional information was received from the field clinical specialist (fcs) confirming that the esheath+ distal tip was not torn as it was discarded because there was no damage observed on the esheath+, and that the reported event was inadvertently confused with another case. The additional information received confirms a device deficiency or malfunction related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device did not occur. Therefore, this event is no longer considered FDA reportable.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number: 2015691-2025-10164 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the 26 mm commander delivery system balloon burst during valve deployment. The valve was stable but not fully expanded. The delivery system was withdrawn through the esheath+ without difficulty. The valve was post-dilated. The distal tip of the 14fr esheath+ was observed to be torn. It was further reported that some balloon material was separated, but all material appeared to have been removed. There was no patient injury, and the patient was stable post procedure.